Manufacturer narrative:
The insulin pump functional test including displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test. Device functioned properly. Labeling reflects proper letter code and color. No anomaly was noted. Device received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device also received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, and missing end cap sticker. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.